Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type extensionl product ID 3888-28, lot# l40610, implanted: (B)(6) 1997, product type lead. (B)(4).

Event description:
A loss of therapeutic effect was reported. The patient noticed about three weeks ago that his pain was returning and thought it was due to the weather, but believed it was when he thought the device turned off or stopped working. The implantable neurostimulator (ins) was on ¿one speed for quite a while it¿s been on and all of a sudden I was getting pain for the last couple of weeks its been off.¿ the patient has not talked to his doctor yet and thought it had to do with the patient programmer (pp). Not being able to adjust stimulation was reported. When the patient uses the pp he was not able to adjust stimulation or connect. The patient was only seeing the 9v light come on. The batteries were changed three times on the pp and was only getting the 9v light to come on. Resetting the pp did not help. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.